Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose(bg) was impacted 850mg/dl with ketones. The customer delivered a manual injection. The customer reported being admitted to the hospital on (B)(6) 2016 for diabetic ketoacidosis. The customer received an insulin drip and shots for correction of bg levels. The customer was released from the hospital on (B)(6) 2016.

Manufacturer narrative:
Corrected data: in addition to what was initial reported.